Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2022-00178, #3013450937-2022-00179, #3013450937-2022-00180, #3013450937-2022-00181, #3013450937-2022-00183, #3013450937-2022-00184, #3013450937-2022-00185.

Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2022 where the following eleos implants were revised: tibial hinge component, distal femur axial pin, distal femur, male-female midsection, and poly spacer. The following implants remain implanted: cemented segmental stem, tibial baseplate, and cemented stem extension. Multiple attempts have been made and no further information has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly.

Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2022 where the following eleos implants were revised: tibial hinge component, distal femur axial pin, distal femur, male-female midsection, and poly spacer. The following implants remain implanted: cemented segmental stem, tibial baseplate, and cemented stem extension. Multiple attempts have been made and no further information has been provided.